Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their ins was "doing an alarm". The patient stated that their ins a making a very faint sound that's like a ringing bell and that it happens every 5 o'clock then 5:05 (am or pm not clarified). The patient added that when they sat on a cushion or something, the sound was muffled. Just 2 nights ago, they thought the sound was just nothing, but they put their hand over their back and that muffled the sound and confirmed that the sound was from their ins location. The agent redirected the patient to their healthcare provider (hcp) to further address the issue. When asked for an event date, the patient stated that they first noticed the issue within about 2 weeks ago.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.